Manufacturer narrative:
On april 27, 2023, the distributor reported the following information: pump history was reviewed and multiple malfunction alarms were confirmed to have occurred on the event date.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 208 mg/dl.